Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup vvi on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient is currently deceased due to complications with cancer.